Event description:
Boston scientific received information that this right ventricular lead exhibited exit block, no stimulation, and a decrease in pacing impedances from 610 ohms to 370 ohms. A revision procedure was performed. It was felt that the lead had not been tightened strong enough via the suture sleeve which may have created mechanical tension on the lead, so that the lead tip had not an appropriate contact to the wall and the lead had pulled back. The decision was made to remove and replace the lead. No additional adverse patient effects reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.